Manufacturer narrative:
Device is combination product device evaluated by manufacturer - the device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and crimp marks were visible between the markerbands; however, the stent moved approximately 0.5 mm distal from the as-manufactured position between the markerbands. Microscopic inspection of the remainder of the device also presented tip damage and a shaft kink located approximately 7.25 inches from distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The patient presented with a non-st segment elevation myocardial infarction. Access was obtained via the right femoral artery. The 90% stenosed lesion was located at a bifurcation of the left anterior descending artery (lad) and a diagonal artery which was heavily calcified and tortuous. Multiple guides were used in an attempt to intubate the left main artery. Wires were then passed into both the diagonal artery and the lad. The lesion was predilated with a 2.0x20mm apex balloon. A 2.5x23mm promus stent and a 2.5x18mm promus stent were advanced in parallel in attempt to stent the distal lad and the diagonal at the same time, but the stents would not cross each other in the lad. The 2.5x18mm promus stent was pulled back and deployed in the proximal portion of the diagonal artery where the stenosis was most severe. Upon removal of the stent delivery system, resistance was felt and the shaft broke off at the rail were the wire exits. Approximately 20cm of the stent delivery system migrated into the left circumflex artery with the proximal end in the left main artery. Multiple attempts were made to remove the fractured device, but were unsuccessful. A 2.5x23mm promus stent was deployed in the left main artery to secure the fractured catheter. Multiple devices were used in an attempt to treat the lad but could not cross the lesion; including, a 2.5x23mm promus stent, a 2.25x24mm taxus liberte stent, a 2.25x16mm taxus liberte stent, a 2.5x12mm promus stent, a 2.5x20mm apex balloon and a 1.5x20mm apex balloon. An intra-aortic balloon pump was placed and the procedure was completed at this time. Flow was restored to the left circumflex artery, lad and diagonal but significant stenosis remained. Prognosis is unknown as the patient is a poor surgical candidate; however, the patient remained hospitalized and in stable condition. Product analysis found that the stent had moved on the balloon of the 2.25x24mm taxus liberte' stent.